Event description:
It was reported that the symptomatic patient presented to the ER with no pacing. The device exhibited premature end of life and was in back up mode. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.